Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the lot number and part number were unknown. Based on the available information, the reported perforation was related to procedural conditions. The reported heart failure/congestive heart failure and cardiogenic shock were cascading effects of the reported shunt (perforation). The reported patient effect of cardiac perforation as listed in the mitraclip g4 system instructions for use ce (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as the reported atrial septal defect (perforation) was treated with an amplatzer device. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Date of event: estimated date. The UDI number is not known as the part and lot number were not provided. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature article title: haemodynamic and functional consequences of the iatrogenic atrial septal defect following mitraclip therapy.

Event description:
This is being filed to report the atrial septal defect (asd), heart failure, cardiogenic shock, and treatment. It was reported via literature that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The mitraclip was successfully implanted. The patient rapidly deteriorated following the clip placement. Echocardiographic imaging revealed a bidirectional shunt, predominantly left-to-right. Acute right heart failure and cardiogenic shock prompted iatrogenic atrial septal defect (iasd) closure with an amplatzer device, after which the patient showed immediate haemodynamic improvement. No additional information was provided. Details are listed in the article: haemodynamic and functional consequences of the iatrogenic atrial septal defect following mitraclip therapy.